Manufacturer narrative:
The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. No motor error alarm and no excessive no delivery alarms noted and the motor was tested outside of the device and passed. However, the insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test, motor error alarm and no delivery alarm. Troubleshooting for failed battery test was performed. Customer's blood glucose level was 111 mg/dl. Customer advised they continued to experience issues with the battery after receiving a new battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.